Event description:
It has been reported to us that during the procedure, the stent delivery catheter touched the tip of the guide catheter and the stent dislodged off the balloon and remains inside the pt. The physician inserted the guide catheter into the pt. The physician inserted the stent delivery catheter into the pt through the guide catheter. The lesion site was very tight and the physician had difficulty crossing the lesion with the stent delivery catheter. The physician pulled the stent delivery catheter back and the stent touched the tip of the guide catheter and dislodged off the balloon and remains inside the pt. The physician removed the guide catheter and stent delivery catheter from the pt. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.